Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the patient was non-compliant about coming for office visits. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored electrograms. The device was reprogrammed to the suggested settings. Upon further review the physician elected to revert to original programmed settings due to only a single instant of oversensing noted.